Manufacturer narrative:
The following field was updated with additional information received during investigation: b.5. Describe event or problem: it was reported that there was biohazard leakage outside of instrument with a bd facscanto ii cytometer 4/2 system ivd. The following information was provided by the initial reporter: not filling or draining. Additionally, on 2020-06-25 the fse provided the following additional information: ¿ was there any fluid leak or spill? (If yes, please answer the following leak questions)yes. ¿ was the leak contained within the instrument? No. ¿ was the leak in a customer accessible location? Yes. ¿ what was the fluid that leaked? Blood and sheath fluud. ¿ what is the source of leak -- waste line or non-waste line? Filter blocked. ¿ was the customer exposed to blood or bodily fluids? Yes. ¿ was there any physical harm to the customer as a result of the leak? No I cleaned the bench once the fault was reported to me¿. Additionally, on 2020-7-2 the fse provided the following additional information: could you please clarify response to "was the customer exposed to blood or bodily fluids? Yes? No, pump faulty not leaking. ¿ was the customer/bd personnel physically in contact with the fluid? Yes, when removing waste pump some fluid contacted gloved hands. ¿ physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin. ¿ which part of the body was in contact to the fluid? Hands with surgical gloves. ¿ what personal protective equipment (ppe) was being worn? (Please describe )nitrile gloves. ¿ was customer harmed/injured? (If yes, provide details - how and to what extent? No. ¿ what is the current medical status? (Please describe.)no medical attention required, system functional.

Event description:
It was reported that there was biohazard leakage outside of instrument with a bd facscanto ii cytometer 4/2 system ivd. The following information was provided by the initial reporter: not filling or draining. Additionally, on 2020-06-25 the fse provided the following additional information: ¿ was there any fluid leak or spill? (If yes, please answer the following leak questions)yes. ¿ was the leak contained within the instrument? No. ¿ was the leak in a customer accessible location? Yes. ¿ what was the fluid that leaked? Blood and sheath fluud. ¿ what is the source of leak -- waste line or non-waste line? Filter blocked. ¿ was the customer exposed to blood or bodily fluids? Yes. ¿ was there any physical harm to the customer as a result of the leak? No I cleaned the bench once the fault was reported to me¿. Additionally, on 2020-7-2 the fse provided the following additional information: could you please clarify response to "was the customer exposed to blood or bodily fluids? Yes? No, pump faulty not leaking. ¿ was the customer/bd personnel physically in contact with the fluid? Yes, when removing waste pump some fluid contacted gloved hands. ¿ physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin. ¿ which part of the body was in contact to the fluid? Hands with surgical gloves. ¿ what personal protective equipment (ppe) was being worn? (Please describe )nitrile gloves. ¿ was customer harmed/injured? (If yes, provide details - how and to what extent? No. ¿ what is the current medical status? (Please describe.) No medical attention required, system functional.

Manufacturer narrative:
H.6. Investigation summary: scope of issue: the scope of issue is only limited to part # 338960 and serial # (B)(6). Problem statement: customer reported complaint on a bd facscanto ii cytometer 4/2 system ivd ¿ 338960 that pump part# 64048307 filling or draining. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 08may2019 to date 08may2020. Complaint trend: there are two complaints related to this issue; #¿s (B)(4) and this one, (B)(4). Date range from 08may2019 to date 08may2020. Manufacturing device history record (DHR) review: review of DHR part #338960 serial # (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, root cause and risk analysis, it was confirmed by the fse (field service engineer) that the cause of the issue was due to a faulty waste pump. Because the pump was defective, this caused a leak to develop at the filter that could not be contained within the instrument. After the fse replaced pump #64048307-pump liquid dual-head in the wetcart the instrument was able to fill and drain as normal. Both the customer and the fse were exposed to the biohazardous waste but was not in contact with the fluid because they were wearing their ppe (personal protective equipment). Nitrile gloves was being worn by both customer and bd personnel as the fse replaced the pump and the customer wiped the spill from the bench (task #¿s (B)(4) wfi-wo-safety alignment). There was no injury or harm, nor was there medical treatment needed. After the repair, the instrument was rebooted, tested, and was functioning as expected. The safety risk is low because there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case #(B)(4). Install date: 24feb2017. Defective part number: 64048307 pump liquid dual-head 12vdc service work order notes: subject / reported: not filling or draining. Problem description: not filling or draining. Work performed: replaced p3 in wet card, cable tied, checked cables. Cause: waste pump faulty. Solution: ran set up and passed. Returned sample evaluation: no return samples were requested because the pump in not a returnable nor serviceable part and was discarded after replacement. Risk analysis: risk management file part #338942fmea, version 04 was reviewed. No new hazard have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no ID: compressor. Function: provide pressure to canto¿s fluidic subsystem. Potential failure mode: no or low pressure from compressor output. Potential causes: compressor components (e.g. Value limiter) overstressed. Pressure inside compressor¿s head exceeds the recommended limit. Local and next-level effects: compressor doesn¿t provided adequate pressure output. Hazards: service will be required. End effects: instrument is down. Current controls: factory acceptance testing. Wet cart and system testing. No reliability testing. P: 3. S: 3. Ri: 9. Output: 3.1.4. Mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause was a faulty waste pump, 64048307 pump liquid dual-head 12vdc service. Conclusion: based on the investigation results, the root cause of why the instrument was not filling and draining, exposing biohazardous waste to the customer was due to a faulty waste pump. Although the customer was exposed to biohazard waste due to a leak they were not in contact with the fluid. The customer was wearing their ppe including nitrile gloves while handling the fluid. There was no injury or harm, nor was there medical treatment needed. After the repair, the instrument was rebooted, tested, and was functioning as expected. The safety risk is low because there was no impact to customer health or safety. Supporting document: n/a h3 other text : see h.10.

Event description:
It was reported that there was biohazard leakage outside of instrument with a bd facscanto ii cytometer 4/2 system ivd. The following information was provided by the initial reporter: not filling or draining. Additionally, on 2020-06-25 the fse provided the following additional information: ¿ was there any fluid leak or spill? (If yes, please answer the following leak questions)yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Blood and sheath fluud. What is the source of leak -- waste line or non-waste line? Filter blocked was the customer exposed to blood or bodily fluids? Yes. Was there any physical harm to the customer as a result of the leak? No I cleaned the bench once the fault was reported to me¿. Additionally, on 2020-7-2 the fse provided the following additional information: could you please clarify response to "was the customer exposed to blood or bodily fluids? Yes? No, pump faulty not leaking. Was the customer/bd personnel physically in contact with the fluid? Yes, when removing waste pump some fluid contacted gloved hands. Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin. Which part of the body was in contact to the fluid? Hands with surgical gloves. What personal protective equipment (ppe) was being worn? (Please describe )nitrile gloves. Was customer harmed/injured? (If yes, provide details - how and to what extent? No. What is the current medical status? (Please describe.)no medical attention required, system functional.

Manufacturer narrative:
Medical device expiration date: na. Date received by manufacturer: 2020-05-08, however, information obtained from customer making complaint reportable was received 2020-06-25. (B)(4).

Event description:
It was reported that there was biohazard leakage outside of instrument with a bd facscanto ii cytometer 4/2 system ivd. The following information was provided by the initial reporter: not filling or draining. Additionally, on 2020-06-25 the fse provided the following additional information: was there any fluid leak or spill? (If yes, please answer the following leak questions) yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Blood and sheath fluid. What is the source of leak -- waste line or non-waste line? Filter blocked. Was the customer exposed to blood or bodily fluids? Yes. Was there any physical harm to the customer as a result of the leak? No I cleaned the bench once the fault was reported to me.¿